Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 08may2024, a mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 4 and thin leaflets. One clip was successfully implanted, reducing mr to a grade of 1. Five days later, echocardiography showed the implanted clip had migrated from the implanted location, but remained attached to both leaflets. This caused mr to increase to a grade of 3-4 on (B)(6)2024, an additional mitraclip procedure was performed, and two clips were implanted, reducing mr to a grade of 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported migration (partial clip movement) appears to be related to thin leaflets and is therefore, related to patient conditions. Mitral valve insufficiency/ regurgitation (mr) is a result of the clip migration (partial clip movement). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.